Event description:
It was reported to boston scientific corporation that in 2009, an ultraflex esophageal stent was used during a stenting procedure performed on a male. According to the complainant, when entering the patient with the introducer, the release thread showed an acute bend or curve. When the delivery system passed through the throat, the deployment suture got caught on an unknown source, and caused a slight premature release of the stent. This premature deployment of the stent prevented the crossing of the stenosis. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Hospitalization was required. However, at this time, it has not been determined whether it was initial or prolonged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.